Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2019 a patient received a perceval pvs21 as part of an avr. The manufacturer was notified that the device was implanted and removed on the same day. No further information was received.

Manufacturer narrative:
The manufacturer received additional information on apr 2019. The following updated event description has been included in section b5. On mar. 11, 2019 a patient received a perceval pvs21 as part of an avr. The manufacturer was notified that the device was implanted and removed on the same day. The manufacturer received additional information identifying that the valve was explanted because of the patient anatomy. There was septal thickening that made it a difficult case. There ended up being a pvl because of this. The physician removed the perceval, and ended up putting in another company¿s valve. It was reported the valve was not at fault and that their were no flaws with the device. Based on this information no further investigations will be performed and the event is deemed to be not valve related and is a result of procedural and patient factors.

Event description:
On mar. 11, 2019 a patient received a perceval pvs21 as part of an avr. The manufacturer was notified that the device was implanted and removed on the same day. The manufacturer received additional information identifying that the valve was explanted because of the patient anatomy. There was septal thickening that made it a difficult case. There ended up being a pvl because of this. The physician removed the perceval, and ended up putting in another company¿s valve. It was reported the valve was not at fault and that their were no flaws with the device.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. The review of the device history record does not change the manufacturers previous assessment. Based on the additional information received from the site no further investigations will be performed and the event is deemed to be not valve related. The root cause is a result of procedural and patient factors.